Event description:
It was reported that in a patient who had undergone xenosure placement 2-3 years ago, an aneurysm was observed around the area where the patch had been applied. During a subsequent surgery, the patch was examined and found to have a hole in the center of the patch where blood was leaking from. Additional information regarding the patient, event and device information is not available.

Manufacturer narrative:
The patch was not returned for investigation. As a result, the exact root cause of the reported issue could not be identified. The reported issue is a possible complication associated with the use of this product. As stated in the IFU: the long-term durability of bovine pericardial tissue is unknown. Potential complications include: restenosis, pseudoaneurysm formation, infection, thrombosis, calcification, fibrosis, vessel occlusion, patch rupture, dilation, myocardial infarction, bleeding, stroke and death. The lot number of the product was not provided. Therefore, we're unable to perform a lot review.